Manufacturer narrative:
Review of the analyzer's data confirmed that no discrepant results related to any instrument anomalies were identified in the data set. Additionally, review of the data shows the CT value for the positive run indicates the sample contains a viral target concentration at the limit of detection for the assay, so discrepancies at this level can be expected with repeat testing. The issue is sample specific and no product problem was identified. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged discrepant results generated for one patient when using the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system compared to retests. The initial sample was a sputum sample and generated a sars-cov-2 detected result on cobas liat system (sn# (B)(4)). The second test was performed a newly collected nasopharyngeal sample collected in utm asan transport medium and generated a sars-cov-2 not detected result on the same cobas liat system (sn# (B)(4)). The initial sputum sample was retested on a different cobas liat system (sn# (B)(4)) and generated a sars-cov-2 not detected result. Both the sars-cov-2 detected and sars-cov-2 not detected results were reported to the clinician. The clinician monitored from the patient symptom and decided to not treating the patient. No harm was alleged. The product¿s method sheet states: this test is intended to be used for the detection of sars-cov-2, influenza a and influenza b rna in nasal and nasopharyngeal swab samples collected in a copan utm-rt system (utm-rt) or bd¿ universal viral transport system (uvt) or thermo fisher¿ scientific remel¿ media, or thomas scientific mantacc¿ premeasured 3 ml 0.9% physiological saline solution. Testing of other sample or media types may lead to inaccurate results.